Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pain in right knee [arthralgia]. Swelling of right knee [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6)-2011 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history is significant for osteoporosis. On (B)(6)-2011, the pt initiated the synvisc injection of 2 ml into the right knee. The synvisc lot number was not provided. On (B)(6)-2011, the pt initiated the second injection of 2 ml into the right knee. On (B)(6)-2011, the pt experienced pain in right knee, swelling in right knee and right knee effusion. On the same day, the pt visited another institute to have joint fluid aspirated. Lab tests were performed. The results of arthroscope and synovial fluid bacterium culture ruled out gout, pseudogout and infection. On (B)(6)-2011, synvisc was permanently discontinued. The pt's outcome for the event of "pain in right knee, swelling in right knee and right knee effusion" was reported as not yet recovered. Relevant concomitant medications reported include: 35 mg of alendronate sodium hydrate 1/1 week, for osteoporosis and is still continuing. The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the event of "pain in right knee, swelling in right knee and right knee effusion" as definitely related.